Event description:
It was reported by the clinician that the physician went to insert the needle, and it broke. No further information has become available at this time.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.